Event description:
Spouse of home patient reported routine water sample for the baxter reverse osmosis (ro) device was sent for testing and the laboratory called back indicating the colony-forming units (cfu) were high and to repeat the sample. Spouse repeated the sample and received another call reporting the cfu was high. Spouse did not have the exact numbers to report. Spouse reported hp has has not exhibited any adverse signs or symptoms to date and there has been no medical intervention or patient injury as a result of this event. Pt uses the baxter 1550 with this ro machine. Spouse stated the water quality meter was on 4, which is low and indicates the membrane integrity is close to the rejection stage. On 09-27-2002, healthcare professional reported water culture results from 2002 were negative. Hcp also indicated the hp did not exhibit any adverse signs or symptoms and ther was no medical intervention necessary and no patient injury resulted from this event. Hcp reported if the patient has more problems with bacteria they will change the membrane in the ro machine.